Event description:
Device reurned to manufacturer for analysis with report of "intermittemt drug withdrawal symptoms - no alarms occuring - ring at pump connection broken". Follow up with hcp revealed patient had been experiencing progressive increase of pain and bouts of severe nausea and vomiting and dehydration. Patient also had chills and weakness. Patient is bed ridden. Since implant of new pump patient "feels great" and has 90% pain relief.